Event description:
Report received of an over-delivery. The pump was programmed to deliver, 150 mg zantac in 250 ml normal saline at a continuous rate of 10 cc/hr. The infusion was reportedly completed in 25 hours instead of the intended 25 hours. The physician was notified and the infusion was discontinued "for the day". There was no report of any adverse patient effect and no medical interventions were required. Though requested, no further information was available.